Event description:
Meter name: fasttake, strip name: fasttake, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: sweat, nauseated. A patient reported they were seen in ER. Their meter had read an error message "2". The result on their meter was unknown. The result on the ER meter was unknown. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. No further information has been reported.